Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad). A 2.5x8mm ion mr stent delivery system was advanced and would not cross previously placed promus stent. Upon removal, a lifted strut on the stent was noted. The procedure was completed with a 2.25x8mm promus which crossed the placed stent. No patient complications were reported and patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of an ion stent delivery system (sds) with no original packaging or other devices. There was a blood like substance on the outer surface of the device. The balloon was tightly folded with the stent implant secure between the markerbands. The entire first distal row and two struts in the second row were lifted/bent back proximally. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous and moderately calcified left anterior descending (lad). A 2.5x8mm ion mr stent delivery system was advanced and would not cross previously placed promus stent. Upon removal, a lifted strut on the stent was noted. The procedure was completed with a 2.25x8mm promus which crossed the placed stent. No patient complications were reported and patient status is ok.